Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and would not not exit the preparing to prime loop and insulin squirted out if the tubing during the priming. The customer's blood glucose level was 350 mg/dl at the time of the incident. The customer reported after treating with manual injection, she experienced low blood glucose value of 35 mg/dl. The customer reported next morning after having some orange juice and crackers, the blood glucose increased to 600 mg/dl. The customer reported that the bottom part of the insulin pump came off. The customer was unable to troubleshoot due to the damage on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.